Manufacturer narrative:
D9. Device available for evaluation? Corrected data; supplemental MDR inadvertently omitted information known prior to submission.

Event description:
Generator product analysis was approved for the device. The returned setscrew threads show no anomalies. The returned setscrew socket shows no damage to prevent insertion of a torque wrench. The bottom of the returned setscrew shows no indention marks. The returned setscrew socket shows no damage or septum debris. There were no performance, or any other type of adverse conditions found with the pulse generator. The data dump from the device shows no high impedance event took place on date of surgery. The surgeon previously reported that the problem was his impedance because the silastic cap the set screw is associated with prevented the screw from tightening. When I was repositioning the cap and screw the screw fell off the steric field. If it did not fall there would be no issue. Since I needed another screw I needed to used a new device. The pa review along with the surgeon's report suggests that the device was never connected correctly and therefore never interrogated to receive a report of high impedance event. The high impedance has been confirmed an invalid report. No other relevant information has been received to date.

Event description:
Further information was received reporting the patients name and date of birth. The procedure was a battery replacement due to battery depletion. In regards to troubleshooting steps the surgeon reports "the problem was his impedance because the silastic cap the set screw is associated with prevented the screw from tightening. When I was repositioning the cap and screw the screw fell off the steric field. If it did not fall there would be no issue. Since I needed another screw I needed to used a new device. The device has been returned. Product analysis is underway but not yet completed.

Event description:
It was reported that high impedance was seen during surgery for patient and could not be corrected. A new device was opened and implanted which showed impedance within normal limits. No company representative was present for the case. The patient, surgeon, and referring physician are unknown at this time. Device history records for (B)(4) were reviewed. The device passed all functional and quality tests prior to distribution. The device has not been received to date. No other relevant information has been received to date.